Event description:
It was reported that the lettering on a mandible module for crainiomaxillofacial distractor is worn, but is still legible, and three other devices that are part of the distractor set are rusted or flash pitted. The rusted or flash pitted devices are item numbers: 03.500.014, 03.500.015, and 03.503.039. The devices are part of the hospital¿s inventory. It is unknown when the devices were discovered in poor condition. This is report 2 of 3 for complaint 69105.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Event date: unknown implant explant dates: device is an instrument and is not implanted/explanted device was used for treatment, not diagnosis. Placeholder.